Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements. Technical services (ts) recommended in-office evaluation, discussed reprogramming options, and consideration of a defibrillation threshold test (dft). No adverse patient effects were reported. This lead remains in service at this time.